Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's flange was broke away from outer cannula. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3 evaluation summary: one sample of device was received for evaluation. A visual inspection was conducted, and it was observed the flange is separated from the tube and it was noticed damage on both outer cannula holes and flange. A dimensional test was performed, both holes of the cannula diameters were measured. The reported event was confirmed. If information is provided in the future, a supplemental report will be issued.